Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using a 23" teflon 6 mm inset infusion set, with a highest blood glucose of 310 mg/dl and elevated readings above 180 mg/dl for approximately 12 hours; the user suspected site overuse and scar tissue, and was guided to replace the infusion site, perform a fill tubing, and resume insulin therapy, after which blood glucose was 214 mg/dl and steady. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention and no need for assistance. Investigation included troubleshooting and education, including site rotation guidance and supply change recommendations, and replacement infusion sets were arranged with a longer tubing length to support site change strategy. Investigation of this case revealed that the cause of hyperglycemia was unclear and related to infusion site effectiveness concerns. It was concluded that the event was non-serious with no clinical sequelae and that the device function could not be confirmed as contributory.